Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient reported that her skin is peeling on her back. There was no alleged device malfunction contributing to the irritation. Patient was advised to put powder on her skin and to let the area dry by a physician. Outcome of the irritation is unknown.